Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated. For any further questions, please do not hesitate to contact us.

Event description:
The patient suffered from a large hematoma on both sides of the neck and left arm after application of central venous catheter and arterial catheter. No actions were taken. The implant date was not provided.